Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to poor color image. The evaluation found a failed leak test under the serial plate, and a faded serial plate. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had intermittent image problem due to charged coupled device. It is unknown when the issue was found and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the poor color image occurred due to a failure of the ccd which was caused by water immersion from the area under the serial plate. However, the specific root cause of the could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.